Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital following a syncopal episode. Interrogation of the device with a programmer revealed that end of life (eol) had been reached two months ago. It was unknown if the patient had been lost to follow up. The cause of syncope was unknown. No additional adverse patient effects were reported.